Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This event is still being investigated and is not closed. Additional information and final conclusions will be submitted upon investigation completion. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to mom complications (left).